Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. Upon visual and microscopic inspection no damage was observed on the suture or needle. Microscopic inspection of the loop end of the suture noted proper weld formation. The tensile strength of absorbable sutures may be affected by degradation of the suture and/or damage during use after the product has been opened and may impact the validity of any test results. It was reported that the sutures were broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy); vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy), vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy); vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy), vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy); vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy); vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy); vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21 (lot#:a2m0096vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a myomectomy procedure, while suturing, the 9 sutures broke in the middle. A new suture was used to resolve the issue. There was no patient injury.